Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer alleged that the insulin pump was under delivering insulin. The customer experienced high blood glucose level of 453 mg/dl. The customer¿s current blood glucose level was 220 mg/dl. The customer specified other relevant blood glucose level as 181 mg/dl, 333 mg/dl, 202 mg/dl, 211 mg/dl, 221 mg/dl, 123 mg/dl, 258 mg/dl. The customer was using the insulin pump within 48 hours of the reported event. The customer treated high blood glucose values using insulin pump as well as manual injections. The customer alleged that the insulin pump was under delivering insulin as the bolus delivery did not decrease the high blood glucose values. The insulin pump was also receiving infusion blocked alarm. Troubleshooting was performed and the insulin exited by the end of the tubing. The insulin pump passed the self-test. The device will return for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0865 inches. No delivery/occlusion and under delivery alarm noted during testing. (B)(4).